Manufacturer narrative:
A dentist developed an itchy skin rash on their face while wearing a crosstex procedural earloop mask. It was reported that the skin irritation/ rash reaction followed the outline of the mask, where there was contact between skin and mask. Additionally, the dentist had been wearing these masks for 4-5 months without incident. Medical attention was sought for treatment of the skin irritation and there were no lasting effects. A few mask samples were returned for material and visual qa evaluation. The results determined that the device met specification. This complaint will continue to be monitored in crosstex complaint system.

Event description:
A dentist developed an itchy skin rash on their face while wearing a crosstex procedural earloop mask.